Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. There were not issues noted during functional testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice integrated apd set with cassette leaked from an unknown location; further described as the home patient (hp) "noticed fluid on the table under the door where the cassette is housed in the device". This occurred during dwell two (2) of automated peritoneal dialysis (apd) therapy. Renal therapy service (rts) advised the hp to check the heater bag connection for leaks or loose connections and none were observed. Rts assisted the patient to end the therapy and disconnect. Rts advised patient to contact their pd nurse regarding the incomplete therapy. There was no report of a patient injury or medical intervention associated with this event. No additional information is available.